Event description:
It was reported that while retracting the needle, the bd pegasus¿ safety closed IV catheter system's safety shield could not be removed after the penetration. The following information was provided by the initial reporter, translated from chinese to english: "the nurse noticed that the safety shiled cannot be removed when retracting the needle after penetration."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8106248. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on returned samples our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery. To prevent the reoccurrence of this issue our facility has replaced this metallic component with a teflon replica, and we have implemented a pressure regulator to reduce the pressure being applied to an optimum quantity.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while retracting the needle, the bd pegasus¿ safety closed IV catheter system's safety shield could not be removed after the penetration. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse noticed that the safety shield cannot be removed when retracting the needle after penetration.".